Manufacturer narrative:
(B)(4). Method: the complaint rt385 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand and was visually inspected. Results: visual inspection revealed that the connector and elbow were disconnected from the inspiratory tube. Further inspection showed that there was no damage found to the connector or tube cuffs. A lot check was not performed as the lot information was not provided. Conclusion: we were unable to determine definitively the root cause of the disconnecting. However, the customer reported that the elbow connector was deliberately detached by the medical engineer to examine the connection strength. Additionally, the customer has confirmed that the subject breathing circuit was in use for eleven days before the issue was observed, which indicates that the circuit became disconnected during use and was most likely related to the setup. All rt385 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. Our user instructions that accompany the rt385 adult dual heated evaqua2 breathing circuit state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarm.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the inspiratory tube of an rt385 adult dual heated evaqua2 breathing circuit was disengaged from its connector and elbow after eleven days of use. No patient consequence was reported.